Manufacturer narrative:
E1-establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure using this bronchovideoscope, a black foreign material was observed within the patient's bronchus. The foreign material could not be retrieved, and the procedure was completed as is. There was no plan for any additional treatments. There were no further reports of patient harm.

Event description:
It was additionally reported that the forceps stopper was not used.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.